Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic polyp removal procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue but was unable to release from the catheter to deploy. The device was removed, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
This event was reported by the distributor. The physician is: (B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used in the intestinal tract during an endoscopic polyp removal procedure performed on (B)(6) 2021. During the procedure, the clip was able to grasp and lock onto tissue but was unable to release from the catheter to deploy. The device was removed, and the procedure was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: this event was reported by the distributor. The physician is: (B)(6). Block h6: medical device problem code a15 captures the reportable event of clip unable to release from catheter. Block h10: investigation results: the returned resolution clip was analyzed, and a visual evaluation noted that the device returned without its over-sheath. Additionally, microscope examination was performed on the device, and it was found that the blue grip was stuck into the clip assembly. Also, the outer sheath was stretched, indicating an excess of force was applied to remove the over-sheath. The reported event was not confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. Based on the evaluation of the returned device, the sheath was withdrawn from the device prior to the procedure. The IFU states "to fully expose the resolution clip jaws, hold the over sheath grip and push the handle distally until handle rests against the over sheath grip". This failure is likely related to misuse of the device without any design or manufacturing issue. Therefore, the most probable root cause is failure to follow instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.